Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had double writings which blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.